Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device stopped due to an alarm. The fault occurred before in use with the patient. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for repair. No physical damaged was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Event log showed a record of the ac adapter remove alarm. However, there was no record of the related customer reported issue. The reported issue was not reproducible, and the cause could not be determined. Performed all function tests and all passed.